Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26/jul/2011 and 20/jul/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "lump/nodule" and "nipple discharge" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lump or thickening"; "nipple discharge (fluid)"; deflation.

Event description:
Patient reported via breast implant follow-up study (bifs) left side "a lump or thickening in or near the breast or in the underarm area" and "nipple discharge (fluid)." Healthcare professional later reported left side deflation. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: . Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as surgical damage. ¿ nipple discharge: unable to observe as it is not related to the manufacturing process. ¿ lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported via breast implant follow-up study (bifs) left side "a lump or thickening in or near the breast or in the underarm area" and "nipple discharge (fluid)." Healthcare professional later reported left side deflation. Device has been explanted and replaced with a non-abbvie device.